Manufacturer narrative:
(B)(4). The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that a piece of the offset reamer handle broke. No health consequences or impact reported. Due diligence is complete as multiple attempts were made; however, no further information is available.